Event description:
Three persons, including myself, had excessive itching at edges of kn95 mask (that touched the skin) to the point of excessive scratching. Masks were then removed as a result and changed with surgical masks where this affect was not present. (B)(6). FDA safety report ID #(B)(4).